Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report from a healthcare professional in (B)(6) of peritonitis in a subject coincident with dianeal pd2 1.5%, extraneal 7.5%, and physioneal 1.5% therapies. On (B)(6) 2012, the patient was admitted to the hospital via the emergency room due to abdominal pain. According to the reporter; it was commonly difficult to maintain automated peritoneal dialysis (apd) during hospitalization because of problems of carrying the machine and noise, etc. Therefore, on (B)(6) 2012, while hospitalized the subject was treated with physioneal 1.5% 2l 4 times a day. Between (B)(6) 2012 and (B)(6) 2012, he was treated with physioneal 1.5% 2l 3 times a day and physioneal 4.25% 2l once a day via continuous ambulatory peritoneal dialysis. Beginning (B)(6) 2012, the subject received remedial treatment for the peritonitis with which continued until (B)(6) 2012. On (B)(6) 2012 and (B)(6) 2012, the patient received tramadol 50 mg daily intramuscular for the pain. The patient recovered from the peritonitis. Peritonitis not associated to dianeal, extraneal and physioneal and not related to trial procedure.